Event description:
A pump was missing the regulator knob and the pump would not aspirate. It failed to provide adequate suction. The pump was not involved in a case and a back-up pump was available for use if needed.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.